Event description:
It was reported to boston scientific corporation that during a routine replacement of a securi-t replacement enteral feeding device (patient's age and gender unk) that had been in place for approximately six to seven months, the inner bolster detached from the device. The physician removed the bolster using forceps. The patient's condition was reported as "good."

Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacture date of the device is unk. This device has been received by the manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.